Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. Potential root cause for this failure mode could be user related (example: contact with sharp object)/ exposure to petrolatum based products mechanical failure/operator error). The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the latex foley product ifus were found to be adequate based on past reviews.

Event description:
It was reported that foley catheter fell off after patient returned to ward and found that the balloon at the proximal end of the urethral catheter was ruptured.